Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump alarmed motor error during rewind. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. Customer also reported to have received a motor position encoder error the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit received motor error alarm during rewind due to motor encoder out of phase. Unable to perform displacement test, basic occlusion, occlusion, prime and excessive no delivery test due to constant motor error alarm. Unable to verify the motor position encoder error alarm due to motor error alarm at rewind. No cosmetic damage noted.

Manufacturer narrative:
The information provided with the initial report part was incorrect. The correct information has been provided with this report. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer did not receive a motor position encoder error alarm.